Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: lasso circular mapping catheter, carto mapping system other company's devices were used during this study: sl1 sheaths (st. Jude medical). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. The study was conducted between the years of 2003 and 2008. The purpose of this study was to assess the outcomes in patients with atrial fibrillation (af) and reduced lvef treated with pvi after a median follow-up period of 72 (65-79) months. It was reported that one patient developed a significant retroperitoneal hematoma, which required transfusion. The patient recovered without sequelae. The follow up was conducted 1, 3, and 6 months after ablation and thereafter at 6-month intervals. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Bwi takes conservative approach to report this event although the time retroperitoneal hematoma occurred after ablation procedure was unknown. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "six-year clinical outcomes after catheter ablation of atrial fibrillation in patients with impaired left ventricular function." Suspect device is navistar thermocool ablation catheter, however catalog and lot number are unknown. Other serious adverse events were reported in this article: 5 cardiac deaths in dcm group, 5 cardiac deaths in icm group, 1 cardiac death in stm group (bwi will not report these death events as all deaths occurred after a median of 5.03 (2.43-6.16) years during follow-up). 2 patients with longstanding-persistant af stroke. 1 patient with persistant af stroke. The awareness date for this complaint is (B)(4) 2015 because the article was reviewed on (B)(4) 2015.